Manufacturer narrative:
Insulin pump error 54 alarm found in the pump history due to software error. Pump error 3 alarm found in the pump history due to problem isolated to the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 139mg/dl. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The device will be return for analysis.